Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The saw capture mechanism on one side of the clamp broke.

Manufacturer narrative:
The 865034 pfc*calibrated pat cut gde associated with the reported event was not returned. A search of the complaint database found additional reports of saw capture breakage against product code 865034. The previous reports were investigated and the root causes attributed to product wear out through normal use and servicing. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.